Event description:
From (B)(4)6 2010, the pump did not give the patient the correct amount of morphine. The patient "was getting too much." The pump was explanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).